Event description:
A nurse reported a broken pneumatic port. The nurse held the connection to complete the case. No patient injury was reported.

Manufacturer narrative:
The connector is being sent back to the manufacturer for evaluation. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).